Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "no complaint against the device". Healthcare professional later reported "possible rupture" and "echogenic heterogeneity in the anterior aspect of the left implant" diagnosed via ultrasound. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed deformation and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
The implant was not rupture.